Event description:
During its post-market surveillance activities on 28-mar-2023, penumbra inc. Became aware of a ''letter to the editor'' titled, "spinning microsnare technique for transcatheter retrieval of an unraveled coil after endovascular embolization of a type ii endoleak" (kord et al. 2022). The event date was not provided; however, the article was received on (B)(6) 2022 and documents a single case of using a spinning microsnare technique for transcatheter retrieval of an unraveled 60 cm ruby coil in the superior mesenteric artery (sma) and proximal middle colic artery, following an endovascular embolization of a type ii endoleak. During the initial endovascular embolization procedure, a ruby coil failed to deploy in the target location. It was reported that multiple attempts were made to retrieve the ruby coil, without success, resulting in an unraveled ruby coil spanning the arc of riolan and extending to the proximal sma. The patient was transferred to a new institution and a snare was used to capture the tip of the unraveled portion of the coil. However, this resulted in more unraveling and a fracture of the ruby coil. Next, a 2.4-f microcatheter was advanced co-axially into the arc of riolan, and another microsnare was used to retrieve the ruby coil. This technique was repeated a few times, resulting in more unraveling and partial removal of the ruby coil from the sma and proximal middle colic artery. The procedure was then stopped because of the high skin radiation dose. Ten days post-procedure, the patient was brought back for another procedure. After the physician had obtained secure access into the proximal sma, and a non-penumbra catheter was advanced into the arc of riolan, and initial digital subtraction angiography (dsa) imaging demonstrated mild spasm of the proximal portion of the patent middle colic artery. A microsnare was advanced through a non-penumbra microcatheter which was positioned within the midportion of the target location. The microsnare was opened and spun approximately fifteen to twenty times for twenty seconds in order to twist the unraveled ruby coil around itself, until the residual ruby coil fragmented in half and was removed. The microsnare spinning technique was repeated for a second time, which resulted in the complete retrieval of the ruby coil. However, the dsa imaging showed a similar spasm of the proximal middle colic artery. The patient was discharged on low-dose aspirin and apixaban. The computed tomography (CT) scan two weeks post-procedure showed complete occlusion of the origin of the middle colic artery. The patient then successfully underwent modified translumbar computed tomography¿guided embolization of the type ii endoleak.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.